Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 2 minutes, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.